Event description:
The facility reported a cracked door. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp rep stated that there were no reports of pt injury or medical intervention associated with this event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition was confirmed by the baxter field service engineer.